Event description:
During an incident in 2002 involving a male pt in cardiac arrest, this defibrillator analyzed and began to charge but indicated "low battery". The charge was not completed and the shock was not delivered. The crew changed the battery but the unit failed to charge a second time indicating "low battery". CPR was continued until paramedics arrived and initiated als intervention. The pt was transported to a hosp. The crew reports that the unit passed the self-test at the start of tour.